Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery pins, battery wire harness. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly lost power.

Manufacturer narrative:
Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly lost power.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly lost power.

Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report indicates: blank section e4 initial report sent to FDA of the initial medwatch report should indicate: no

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly lost power.

Manufacturer narrative:
Section g4 reportability awareness date of the supplemental 002 medwatch report indicates: 10/30/2018. Section g4 reportability awareness date of the supplemental 002 medwatch report should indicate: 01/16/2020.

Manufacturer narrative:
Section g4 reportability awareness date of supplemental 003 medwatch report indicates: (B)(6) 2019, section g4 reportability awareness date of supplemental 003 medwatch report should indicate: (B)(6) 2020.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly lost power.